Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse confirmed the complaint by reviewing the error log. The error was reproduced by the running a daily check. The issue was resolved by replacing the incubator. No further action required by field service. The aia-900instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 10aug2018 through aware date 10sept2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 4275 - incubator slipping detected: cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The probable cause of the reported event was due to failure of the incubator. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error message 4275 - incubator slipping detected on the aia-900 instrument. This caused the instrument to abort the run. The customer was able to reset and clear the error, but it later occurred again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.